Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported monitor screen went completely dark during an unspecified procedure involving an olympus video system center. The cause is currently unknown to the customer. There were no reports of patient harm.